Manufacturer narrative:
Unit received with minor scratched lcd window, cracked retainer and broken reservoir tube lip. Unit passed displacement test. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that there were cracks around reservoir compartment. Insulin pump would need to be replaced. Customer's blood glucose was 16 mmol/l.